Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 9.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst inside the patients body. The procedure was completed with another one of the same devices. There were no patient complications reported and the patients condition was stable.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 9.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable. It was further reported that the target lesion was 70% stenosed, with a bend of >45 degrees and was severely tortuous and mildly calcified. The balloon ruptured during the second inflation at 20 atmospheres for 1 minute. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 9.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable. It was further reported that the target lesion was 70% stenosed, with a bend of >45 degrees and was severely tortuous and mildly calcified. The balloon ruptured during the second inflation at 20 atmospheres for 1 minute. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.